Event description:
Affiliate reported that at the age of (B) (6), the patient was implanted with a medtronic valve and a codman catheter. At (B) (6), the patient had a blockage and was replaced with the same product. At (B) (6), the patient was presented with another blockage and an allergic reaction to the material. The surgeon made it clear that he is not complaining about the device as he is aware this device can become blocked. He is however, inquiring about the material the device is made of. It has also been noted that the patient has also had a reaction to the hospital bracelet. As a conservative measure codman is reporting this complaint.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.